Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. .

Event description:
This is filed to report the steering issue, clip opened while locked and difficult removal. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The xtr clip delivery system (cds) was advanced to the mitral valve. While turning the m/l knob, the device would not steer in the intended direction. The cds was pulled back and slight resistance was noted with the sgc. The same cds was re-keyed and re-advanced to the mitral valve; however, the clip opened while establishing final arm angle (efaa). The clip was not implanted and the cds was removed and replaced. A new cds was used with the same steerable guide catheter (sgc) successfully. One clip implanted, reducing mr to 1. There were no adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Device codes: 2017 labeled. Internal file number: (B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. Device code 2017: failure to follow steps. The device was not returned for analysis. It should be noted that in the mitraclip instructions for use, states align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history revealed no similar incidents. All available information was investigated and a definitive cause for the reported clip opening could not be determined in this incident. Based on the information available, the reported sleeve steering issues and difficult to remove appear to be cascading effects of the failure to follow instructions, as the device was miskeyed during advancement resulting in steering in an unintended direction and slight resistance during device removal. There is no indication of a product quality issue with respect to manufacture, design or labeling